Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, high, out of range, pacing lead impedance was observed on the right ventricular (rv) lead. The impedance values had increased over a few months and flatten out. Programming change was made. No lead revision was made. The patient was discharged home and being monitored.